Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the lead had a history of high threshold measurements believed to be patient related. The physician reprogrammed the device to address the high threshold. On an unknown date, the threshold was too high to be resolved by reprogramming and loss of capture was noted. The patient presented for lead revision procedure on (B)(6) 2018. During the procedure, it was discovered that the lead had pulled back significantly and was dislodged. The lead was capped and replaced. The patient was stable and was discharged the next day.